Event description:
A trilogy evo ventilator was returned to the manufacturer for periodic maintenance. There was no report of patient harm or injury. The trilogy evo device was evaluated by a philips service engineer. During the investigation, the device failed the active exhalation verification final test, so the engineer replaced the proportional valve to correct the issue. In addition, not related to the reportable malfunction, the air inlet foam filter and particulate filter were replaced as part of preventative maintenance. The manufacturer¿s service technician completed final and run-in testing, including battery and valve checks, and performed cleaning. The device was confirmed to be operating properly.